Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who's receiving morphine (16.897mg/day) via an implantable infusion pump. It was reported that the patient had swelling from lumbar sacral spine/back area noticed on the day of report. It seemed like the swelling was going down/absorbed but a "little boggy" in that area. The healthcare provider (hcp) did not feel fluid build up in that area. The patient felt like they were getting pain relief. The pump was refilled once a month. Additional information received from the hcp reported that the patient went into the emergency department (ed) complaining of swelling on right side of lower back. Swollen on right lower/mid back area, size of golf ball previously, "mild boggy area where the patient reported previous swelling. The patient felt like their medication was leaking inside them but denied any external leakage. It was a gradual onset of symptoms, symptoms were improving, "are constant." The patient was unable to get a hold of their managing physician and did not know how to get a hold of the implanting physician. The patient denied fever, chills, redness, warmth, or any other symptoms or complaints at the time of report. The patient had no headache and continued to have good pain management. The patient had no swelling over the catheter site and no tenderness over the morphine pump site. The register nurse (rn) spoke with manufacture representative in the emergency department, suggested CT scan of lumbar spine without contrast in attempt to evaluate the catheter positioning and to check for possibilities of blockage, csf leak, and displacement of the catheter. The patient had a lumbar spine CT without contrast was done on (B)(6) 2015. The CT was unremarkable and there was no evidence of catheter dislodgement. Impression from CT showed no acute abnormalities, scoliosis, spondylosis, disc bulge formation and osteoarthritis. Right lateral listhesis of l3 and l4. Also showed multiple levels of neural foramina narrowing, pain therapy catheter enters the spinal canal at the l2-l3 level. There was no interruptions or kinks in the catheter. The patient also reported they have burning with urination. (The patient had an appointment scheduled to see a physician about that). Urine was collected, urine was orange in color and clear. Urine analysis was done. Urine analysis showed "10-20" of red blood cells (rbc) (range is 0-5) and a specific gravity of less than or equal to 1.030 and large blood (range is negative) and trace of ua protein (range is negative). The patient's vital signs at 16:33 were: blood pressure 135/82 (left arm), heart rate 76, respiratory rate 20, temperature 100.1 degrees fahrenheit orally, no pain and 100% oxygen saturation on room air. The patient's vitals at 18:03 were: blood pressure was 127/86, heart rate 58 beats/min, respiratory rate 16, temperature 99.7 degrees fahrenheit with no pain and 100% oxygen saturation on room air. Inconsistent information found on letter from nursing assessment stating the patient did have aching pain to the entire back. The onset of pain was chronic back pain that was constant and exacerbated by ambulation. There had been nothing tried to alleviate the pain. During a nursing assessment of the back they reported findings of generalized tenderness. Reported the patient was discharged to follow up with their managing physician as needed. The patient's medical history from baseline included back/spinal surgery, genitourinary history, benign prostatic hypertrophy, pulmonary disease, chronic obstructive pulmonary disease, depression and tobacco use. The patient was prescribed a concomitant medications of albuterol sulfate, diazepam, and tiotropium bromide.